Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported that the insulin pump returned a motor error alarm during basal. Caller reported that the insulin pump had recently been exposed to high magnetic fields. Customer also reported that the insulin pump recently returned an additional error alarm. Blood glucose level was 113 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, cracked belt clip slot and minor scratches on lcd window.